Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a transfer set disconnected from the titanium adapter. This occurred during an unknown process step of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.